Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The device had a scratched display window, cracked case at the lower right corner of the display window and moisture damage on the lcd board.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and he was unable to clear the alarm. The customer stated the insulin pump was exposed to water because he was working outside under the rain. Blood glucose value was over 70 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.